Event description:
Info was received from the repair tech that the device's high pressure alarm did not sound. The unit did, however, continue to dump pressure at the set limit. The reported malfunction was discovered during the repair evaluation and the device was not in pt use. The issue resulted from a failure of the logic board.